Event description:
Pulse oximeter-pediatric probe placed on infant's right foot in the emergency dept at 1000 hrs on (B)(6) 2011. Infant admitted to the pediatric unit at 1430 hrs on (B)(6) 2011 and probe repositioned with no noted skin irritation. At 2030 hrs, (B)(6) 2011, rn removed probe and noted 0.5 cm square ulceration on top of foot and 0.5 cm circular ulceration on bottom of foot.